Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and high pacing thresholds. Technical services (ts) reviewed the device data and determined the findings were potentially indicative of a lead issue. An in-clinic evaluation was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information was received and noise and oversensing were also reported for this device. This rv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).